Manufacturer narrative:
CAPA 2023 - 006 the device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for inclusive tapered implant lot# 6067839 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for inclusive tapered implant lot# 6067839 and found no additional product in stock. Investigation methods/results the device was returned but not in original package. The implant was verified to be an inclusive tapered implant 3.7 mmd x 13 mml x 3.5 mmp (70-1070-imp0008) using radiographic template (doc #3006704_4.0). There was no defect or non-conformity observed and the threads were intact. Significant bone debris was observed in the threading of the implant. Root cause "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking and oral hygiene listed as fair. IFU-4989 rev 3.0 (inclusive tapered implants) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU-4989 rev 3.0 (inclusive tapered implants) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-4989 rev 3.0 (inclusive tapered implants) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-4989 rev 3.0 (inclusive tapered implants) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii and their oral hygiene is listed as fair. The patient has a history of smoking. The patient presented on (B)(6) 2020 for a primary procedure on tooth #30. The patient returned on (B)(6) 2023, after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted inflammation, infection, and abnormal bone loss around the implant. It was determined that implant lost integration and the device was removed.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. This is the 1st of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3011649314-2023-00129, 3011649314-2023-00130.

Event description:
It was reported that the inclusive tapered implant failed. The patient's bone type is ii and their oral hygiene is listed as fair. The patient presented on (B)(6) 2020 for a primary procedure. Teeth numbers 28, 29 and 30 were reported but the tooth associated to the reported implant lot number was not specified. The patient returned on (B)(6) 2023, after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted inflammation, infection, and abnormal bone loss around the implant. It was determined that implant lost integration and the device was removed and not replaced. The symptoms resolved after implant removal and no additional medical/surgical procedure was required.

Manufacturer narrative:
G3 in the initial report was inadvertently reported as (B)(6) 2023, however, the correct date is (B)(6) 2023. CAPA 23-006. Manufacturer reference: (B)(4).